Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the sleeve gastrectomy, when performing the last shot with blue reload and manual echelon, the first third of the shot was correctly formed and the rest did not form correctly. Surgery was delayed by 15 minutes. Surgery was successfully completed and there was no patient consequence.